Event description:
It was reported that low battery voltage was observed at time of follow-up. Premature battery depletion suspected. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.